Manufacturer narrative:
A gambro technician inspected the phoenix machine on 12/09/09, and concluded the machine was operating according to the manufacturer's specifications. The technician performed a "total ultrafiltration accuracy" test and a "mass balance" test as required by the phoenix service manual in the section, "special checkout procedures;" no anomalies were found. The technician also performed a simulated treatment and could not produce the reported event. All tests performed so far within gambro technical investigation process did not highlight any evidence of machine's failure and/or any clinical process failure which may have caused or contributed to the reported event. However, the technical investigation remains in progress. A follow-up report will be submitted following completion of the testing.

Event description:
An hour and fifteen minutes into a five hour scheduled hemodialysis treatment, a patient became hypotensive, bp 40/23 mm hg; the patient was symptomatic with diaphoresis, light headedness and complaints of "stiff legs." The treatment was immediately terminated and the patient was placed in trendelenburg position and administered 1 l of IV fluids. It was determined there was an excess fluid removal of more than 3 kg. No hospitalization was required. The patient completed another hemodialysis treatment the following day without further issues reported. (B)(6).